Event description:
It was reported that the customer experienced an issue with their pump battery depleting too quickly. There was no adverse impact to the customer's blood glucose level, as it remained within normal range. The customer was instructed by tandem technical support to put the pump into storage mode and return it using a pre-paid label within 10 days. Meanwhile, the customer continued to use the current pump while awaiting a replacement.